Manufacturer narrative:
Customer did not provide sample collection and storage information. Controls were run before the event and were within limits. Qc was not run after the event. Per labeling, beckman coulter, inc does not claim to identify every abnormality in all samples. Beckman coulter inc suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Based on raw data analysis, the root cause for the algorithm reporting high basophils is because of the neutrophils appearing to be close to lymphocytes and because of an extra cluster due to hypersegmentation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lh750 recovered erroneous high basophil and low neutrophil results without generating flags for one (1) patient. Manual differentials performed resulted in no basophil and higher neutrophils; hyper-segmentation was also observed. Results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.